Manufacturer narrative:
(B)(4). The model number/catalog number identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). The complaint sample was not available for investigation and therefore it was not possible to identify the exact location and nature of the reported leakage in order to determine the root cause.

Event description:
Soon after the nurse started a ceftazidime infusion, they experienced an air-in-line (ail) alarm. They reported a small bubble was noted by the filter, which was flicked out and the infusion was started again. A few minutes into the infusion, they experienced another ail alarm and this time they noticed that the whole line was full of air. The infusion set was up again and completed without any further ail alarms. At the end of the infusion, the nurse noticed fluid on the floor, which seemed to have come from the filter. From the reported information, there are no indications of serious injury to the pt or user as a result of the incident. No additional info provided.